Event description:
Epidural catheter was removed by post anesthesia care unit rn. Nurse noted black "tip" missing. Catheter compared to unused catheter and length noted to be identical but black dot on side of catheter approximately 1/4" from distal end was missing. X-ray negative.